Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Minor mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient underwent a revision surgery due to a migration from the device from its intended position causing an extrusion of the housing through the skin. During the revision surgery the electrode array was accidentally pulled out of cochlea. A re-insertion surgery was performed, however was difficult due to ossification inside the cochlea, thus a complete insertion was not possible. Further, the recipient experienced facial nerve stimulation on several channels, possibly due to extra-cochlear stimulation in the middle ear. In addition, five channels show hi status due to undetermined reasons. Reportedly the device migrated again from its intended position and extruded trough the skin leading to the explantation. This is a final report.

Event description:
It was reported that the user's implant moved anteriorly and made a skin decubitus. There is no sign of infection in the wound. Due to the decubitus the implant is exposed. Revision surgery was performed on (B)(6) 2024 to reposition the implant. The following day another surgery was performed to try to reinsert the electrode, the doctor reported a lot of ossification in the area and was unsuccessfully unable to locate the round window. He performed a cochleostomy, but apparently the electrode array was not well positioned either. The user was activated in july following the reinsertion surgery. There was only perception on 2 channels at a high charge level, in the rest of the channels there was either no perception or facial nerve stimulation. The device migrated a second time and the implant housing extruded though skin. The user has therefore been explanted.

Event description:
It was reported that the user's implant moved anteriorly and made a skin decubitus. There is no sign of infection in the wound. Due to the decubitus the implant is exposed. Revision surgery was performed on (B)(6) 2024 to reposition the implant. The following day another surgery was performed to try to reinsert the electrode, the doctor reported a lot of ossification in the area and was unsuccessfully unable to locate the round window. He performed a cochleostomy, but apparently the electrode array was not well positioned either. The user was activated in july following the reinsertion surgery. There was only perception on 2 channels at a high charge level, in the rest of the channels there was either no perception or facial nerve stimulation. The device will stay implanted. It is planned to implant the user on the contralateral side.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to a migration from the device from its intended position causing an extrusion of the housing through the skin. During the revision surgery the electrode array was accidentally pulled out of cochlea. A re-insertion surgery was performed, however was difficult due to ossification inside the cochlea, thus a complete insertion was not possible. Further, the recipient experienced facial nerve stimulation on several channels, possibly due to extra-cochlear stimulation in the middle ear. In addition, five channels show hi status due to undetermined reasons. Currently the device remains implanted. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user's implant moved anteriorly and made a skin decubitus. There is no sign of infection in the wound. Due to the decubitus the implant is exposed.